Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump was dropped in a pool. The customer stated that the device alarmed and then the screen was frozen. No further info was provided.